Event description:
Reporter indicated that vns patient's device had migrated form the axillary region to the armpit area. The patient had reportedly lost over 100 pounds since vns implant due to social issues, causing the device to migrate. The patients generator was replaced prophylactically because it had migrated and the patient wanted the new smaller nodel generator. Due to the length of time that the original device had been implanted, treating physicians agreed to replace the generator prophylactically instead of revising the placement of the original device. Device diagnostic testing just prior to generator replacement surgery was within normal limits, indicating proper device function.